Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: customer states: air in line. Troubleshooting: "air in line" message kept appearing even after changing tubing sets and priming. No patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.